Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the sensor board was observed. The ventilator's sensor board was replaced to address this issue.